Event description:
It was reported that while inserting the trial poly the surgeon attempted to use the impactor to impact the trial from anterior to posterior. The trial cracked, this happened twice. Two broken poly inserts.

Manufacturer narrative:
H10. H3, h6: the device, used for treatment, was returned for prior evaluation but discarded. Visual inspection of the returned device confirmed the reported event. A view from the underside of the poly trials revealed significant scratches and nicks on the front and back of poly. The trial appeared to have been damaged by wear and tear from repeated use. There was no part/serial/lot number provided for DHR review so it could not be concluded if the device met the manufacturing specifications. A complaint history review identified similar events. We were able to confirm there was a relationship established between the reported event and the device. The malfunction is likely wear from repeated use.